Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received several button error alarms. The customer reported that the insulin pump went blank after battery change. The customer also reported that there was a discoloration beneath the screen. The customer's blood glucose was 12.6 mmol/l at the time of incident. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no select or down arrow button response due to corroded keypad traces. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements or verify stuck button alarm due to no button response. No blank display noted however, the display did go into power save mode black display due to no button push registered by the insulin pump properly. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads and minor scratched lcd window. The insulin pump was missing the serial number label and the keypad overlay,